Manufacturer narrative:
This supplemental report is being submitted to provide the correct data for fields h7 and h9.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pressure reducing valve (first pressure reducer) failed, preventing proper control of gas delivery. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited low flow rate due to pressure relief valve failure. There were no reports of patient involvement.